Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 around 5:00pm, the cgm showed a brief sensor issue lasting more than 3 hours and later the sensor failed. During use, the patient developed pain at the insertion site. After removal of the sensor the same day, the patient noticed swelling, redness, red streaks and a large amount of puss that was greenish yellow with some blood. In additional, it was dark purple to black discoloration described like bruising and was warm on the entire patch area. The patient did not treat the area and continued to monitor her condition at home. Due to the symptoms, the patient went to a nurse practitioner on (B)(6) 2025. The site was cleaned and partially drained via a small incision on the top layer of the affected skin. The patient was provided with gauze and a prescription for topical medication, clindamycin lotion, to be applied 1 to 2 times daily; no oral prescription medication or intravenous treatment was documented. At the time of the report, the patient's condition was unchanged. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).